Manufacturer narrative:
Reference record (B)(4). Catalog number 062941-001 is the international list number which meets the requirements of the similar product listed which is the us list number. The device involved in the event remained implanted in the patient and was not returned; therefore a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2016, patient in (B)(6) underwent procedure for placement of percutaneous endoscopic gastrostomy with jejunal (peg-j) tube. After an unspecified period of time, the patient developed stoma site infection and discomfort. It was reported that for the past few months, the patient has been on a series of antibiotics. In (B)(6), the patient had a brief admission to hospital and received intravenous therapy. Due to this, the patient experienced fairly chronic nausea and opportunistic thrush. It was reported that the attempts to ensure peg tube traction to minimize any gastric leakage through the percutaneous tract results in significant discomfort.